Manufacturer narrative:
Investigation summary: based on the information available, the cause of the reported inflation issues cannot be determined. Product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the cylinders, pump, and tubing were visually inspected and examined using a microscope. The tubing was found to be cut to separate the cylinders and pump. Both cylinders had wear at folds in the cylinder bodies. And exhibited damage consistent with the explant surgery. Due to the observed damage, the cylinders did not pass leak testing. The pump exhibited no visual damage and passed leak testing. Labeling review: the ambicor penile prosthesis instructions for use (IFU) was reviewed. There was no indication in the complaint that the product was not used in accordance to the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this event.

Event description:
It was reported that the left cylinder of the ambicor penile prosthesis (app) did not fill up during pumping, six years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. The new app works well. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the left cylinder of the ambicor penile prosthesis (app) did not fill up during pumping, six years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. The new app works well. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.